Event description:
Customer reported that the pump battery was depleting too quickly, causing the pump to shut down. There was no adverse impact on the customer¿s blood glucose level, as it did not result in extreme highs or lows. The customer was educated on the implications of pump shutdowns and resumed insulin successfully.